Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) unraveled during use on a patient. No patient injury reported. The patient's condition is reported as fine. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the spring wire guide and it did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the swg (spring wire guide) unraveled during use on a patient. No patient injury reported. The patient's condition is reported as fine. Therapy was not delayed or interrupted.